Manufacturer narrative:
An olympus field service engineer performed an onsite visit to investigate the reported event. The fse assigned the cause to the olympus, bf-p190 scope. The scope was returned to olympus for repair/evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a diagnostic bronchoscopy with biopsy procedure, the image froze and blacked out when the physician was taking the biopsy tissue sample. The facility inspected the scope prior to the procedure and there were no issues. The facility cycled the system power switch three (3) times and the issue persisted. The facility changed to a different cv-190 system and after powering on, the image was half blacked out but the physician could remove the bronchoscope from the patient and change to bf-h190 bronchoscope to successfully complete the procedure. There was a thirty minute procedural delay due to this malfunction. There was no injury or harm to the patient. The patient was discharged from the hospital without incident. This event includes 4 reports: (B)(6): bf-p190, (B)(4) with frozen screen and blackout (B)(6): cv-190, image freezing; bf-p190, (B)(4) with frozen screen and blackout (B)(6): bf-h190, with half screen blackout (B)(6): cv-190, with half screen blackout. This is report 2 of 4. Reference report patient identifiers # (B)(6) for additional reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the charged coupled device (ccd) unit or circuit board in the scope connector of the accessory device malfunctioned by moisture or fluid, which invaded from the leaking point causing the event to occur. Olympus will continue to monitor field performance for this device.

Event description:
Additional clarification from customer received regarding the involved devices: (B)(4): bf-p190, sn: (B)(6) with frozen screen and blackout concomitant: cv-190, sn: (B)(6), cv-1500, sn: (B)(6). (B)(4): cv-190, sn: (B)(6) with image freezing and bf-p190, 2812183 with frozen screen and blackout concomitant: bf-p190, sn: (B)(6), cv-1500 sn: (B)(6). (B)(4): bf-h190, sn: (B)(6) with half screen blackout concomitant: cv-190, sn: (B)(6), clv-190, sn:(B)(6). (B)(4): cv-190, sn: (B)(6) with half screen blackout concomitant: bf-h190, sn: (B)(6), clv-190, sn: (B)(6).